Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and released in the laa of the patient after meeting release criteria. Upon release the closure device embolized to the descending aorta of the patient. The closure device was percutaneously removed from the patient and the procedure was aborted. There were no patient complications that were reported to have occurred as a result of this event.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and released in the laa of the patient after meeting release criteria. Upon release the closure device embolized to the descending aorta of the patient. The closure device was percutaneously removed from the patient and the procedure was aborted. There were no patient complications that were reported to have occurred as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a 24mm watchman delivery system (wds) with the implant in a separate bag, and blood in the device. Analysis of the device included microscopic and visual examination. Inspection of the hub, sheath, tip, core wire and implant found numerous kinks in the sheath. The sheath was buckled just distal of the white snapping feature to 8cm, and 1.5cm-6cm proximal of the tip. There was tip damage as there were abrasions on the distal end of the sheath, and the tri-cuts were flared. The distal marker band was kinked. The implant anchors were damaged, and there were broken struts. The tip damage and anchor damage are consistent with deploying the implant, and fully recapturing past the anchors in the anatomy. There was no other damage or defect found on the remainder of the device. Media from the clinical procedure was provided to boston scientific (bsc) and was reviewed by a member of the bsc global medical safety organization. A contrast injection of the left atrial appendage (laa) by pigtail catheter which was advanced through the watchman access system (was). The laa had two prominent distal lobes, was shallow and had a broad ostium. The next several video clips provided showed that a watchman closure device was deployed, and after partial recaptures positioned in the laa. Contrast injection was performed around the deployed watchman closure device. There seemed to be an anterior shoulder. The position of the watchman closure device post-release was not shown on fluoroscopy and there were no transesophageal echocardiogram (tee) images to assess the position, anchor, size, seal (pass) criteria before release. The available tee loops showed the released watchman closure device in the laa at 0 and 45 degrees and showed that the watchman closure device was tilted by about 90%. There were no images available that show the watchman closure device in the descending aorta or maneuvers to remove the embolized watchman closure device percutaneously. The media was limited, and it was not possible to determine the cause of the embolization.